Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. An x-ray revealed externalized conductors. The lead was capped and replaced. The patients condition was stable throughout the procedure.